Manufacturer narrative:
Sc-2316-50e (sn(B)(6) ) device evaluation indicated that one of the electrodes on the distal end of the lead broke off. This complaint was confirmed. Visual inspection revealed that the distal tip and electrode 1 were separated from the distal array and both were not returned. This kind of anomaly is consistent with the damages done to a lead by a needle when the orientation of the insertion needles bevel is facing down or the angle of the insertion needle is greater than 45 degrees. An angle of more than 45 degrees increases the risk of lead damage.

Event description:
A report was received that during the trial procedure,the physician was unable to place the leads. It was noted that a contact broke off the lead and remained in the patients body. The patient was doing well postoperatively

Event description:
A report was received that during the trial procedure, the physician was unable to place the leads. It was noted that a contact broke off the lead and remained in the patients body. The patient was doing well postoperatively.